Event description:
The iab was inserted in the cath lab in a patient suffering from cardiogenic shock. During removal of the iab, 12 days later, resistance was encountrered. A vascular surgeon performed a surgical procedure to remove the iab. There were no patient complicatons.